Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records received for evaluation. In addition, imagery was received for evaluation. Per imaging evaluation, the provided echocardiography consisted of only static images, which appeared to show a sapien 3 (s3) valve in the aortic position. As there was no dynamic imaging, the leaflet thickness and mobility could not be assessed. The reported doppler measurements indicate increased forward flow velocities with a peak velocity of 4.77 m/s, peak gradient of 91 mmhg, and mean gradient of 54 mmhg. Central regurgitation was present and appeared to be at least moderate in severity based on a pressure half time (pht) of 316 milliseconds (ms). Paravalvular regurgitation was unable to be assessed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve degeneration/deterioration that resulted in a re-intervention was confirmed based on the medical records. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to limited information, a definitive root cause was unable to be determined at this time; however, the event could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information received. The following sections of this report have been corrected/updated: b5 (describe event or problem), d4 (additional device information), and h4 (device manufacturer date). The investigation is still ongoing.

Event description:
As reported by our edwards lifesciences affiliate in south africa, approximately three (3) years and two (2) months post transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient presented with progressive valve dysfunction characterized by worsening paravalvular leak (pvl) from trace to moderate-severe, moderate-severe central regurgitation, and an increase in the aortic valve gradients to 69/42 mmhg. The patient was symptomatic with worsening heart failure symptoms. Additional information was received via medical records. According to the medical records, early valve degeneration was noted. The patient requires re-intervention, and the re-intervention plan is being assessed, as a valve-in-valve procedure was reported to be prohibitive. Subsequently, additional information was received from the field clinical specialist (fcs) indicating that approximately three (3) years, three (3) months, and twenty (20) days post index tavr procedure, the patient underwent a valve-in-valve tavr procedure with a 20 mm sapien 3 valve, which was reported to have a good outcome.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to the pvl that requires re-intervention. Investigation results are inconclusive and a definitive root could not be determined; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in south africa, approximately 3 years and 2 months after the transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient presented with progressive valve dysfunction characterized by worsening paravalvular leak (pvl) from trace to moderate-severe, moderate-severe central regurgitation, and an increase in the aortic valve gradients to 69/42 mmhg. The patient was symptomatic with worsening heart failure symptoms. Subsequently, additional information was received via medical records. According to the medical records, early valve degeneration was noted. The patient requires re-intervention, and the re-intervention plan is being assessed, as a valve-in-valve procedure was reported to be prohibitive. No additional information was provided.